Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt and monitor not making contact/bent connector) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause of the lack of contact between the belt and monitor is the damaged connector. The cause of the damaged cannot be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.

Event description:
(B)(6) male patient contacted zoll customer support to report an alarm indicating that her belt and monitor were not making contact. When a patient service representative (psr) visited the patient to troubleshoot, the psr reported a bent connector. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt and monitor not making contact/bent connector) has been confirmed. Upon evaluation, the trunk cable connector was damaged. The cause of the lack of contact between the belt and monitor is the damaged connector. The cause of the damaged cannot be positively identified but was likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The patient was issued a replacement electrode belt.